Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure, the lens stuck in injector while insertion into the eye. The lens was replaced. Additional information has been requested, yet no new information obtained.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).